Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-11591. It was reported that the patient presented in the hospital with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the implantable cardioverter defibrillator system as the physician is unsure of the root cause. The physician decided to explant the implantable cardioverter defibrillator and right ventricular lead. During the procedure, the helix of the right ventricular lead was deeply fixed in the tissue and when removed, caused cardiac tamponade. The patient experienced loss of blood pressure and a full cardiac rescue was required. The perforation was sutured and the procedure was completed. The patient was in stable condition post procedure.